Event description:
Pt had been experiencing tmj (popping and clicking in jaw, facial pain) for a couple of yrs. In late 2008, a dentist fitted pt with an nti device to help with the pain. Pt wore it on and off (very sporadically) at night over a couple of yrs. Just recently the pt noticed that only the very back molars were hitting, with or without wearing either the nti. Bite used to be fairly normal (the top and bottom teeth fit together with no overbite/underbite). Now the bite is almost completely open with only the one back molar on each side fitting together. Pt sought opinion of an orthodontist who believes the nti made the jaw shift, so the teeth no longer fit.